Event description:
The physician was using an amphirion deep us pta balloon catheter to treat a lesion in the left common iliac. The physician tried to make a wire exchange through lumen of the balloon. When the non-medtronic wire was inserted through the lumen it would not pass easily. Balloon was up and over the aortic bifurcation in the left common iliac. After 2 inflations the physician was able to get the wire down to balloon tip. It was then it was realized that the wire had punctured through the wire lumen and entered into balloon lumen. It was reported that this prolonged the case time due to loss of wire position after balloon and wire had to be removed. No patient injury or other clinical sequelae were reported for this event. Device evaluation: the device was returned in a double plastic pouch inserted in a coil. The device was used and balloon inflated. Traces of blood and radio opaque solution detected on the guide wire lumen and balloon. The guide wire was stuck into the guide wire lumen. The guide wire lumen was broken close to the proximal marker and the tip of the guide wire was inside of the balloon. The balloon was removed and the guide wire lumen on the broken zone was analyzed. The guide wire lumen was crushed and broken.

Manufacturer narrative:
Evaluation, results: related to operational context-event most likely procedural related, deformation problem. (B)(4).

Manufacturer narrative:
Failure to follow instructions-resistance was noted advancing the device to the lesion.

Event description:
Additional information received confirmed that lesion in the left common iliac exhibited moderate calcification and was a chronic total occlusion. No abnormalities noted during preparation and inspection of the amphirion device prior to use. Resistance was noted advancing the device to the lesion. The first procedural 0.014 guidewire was used successfully. The physician then needed to exchange guide wires as a heavier weighted tip wire was required to get more distal in the sfa. The physician tried to make a wire exchange through lumen of the balloon. The second guidewire was inspected prior to use with no issues noted. Patient is stable.